Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the grasping forceps, second working element was stuck open would not close. The issue occurred at reprocessing. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that the grasping tip (jaws) was broken and not working. Based on the results of the investigation, the reported issue is caused by a component failure of the tip (jaws). The most likely cause is that excessive force was applied. The jaws failure is mechanical component problem, but the root cause of the failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.